Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got a device check after hearing an alert. High/undefined impedance was noted on both the right ventricular (rv) and superior vena cava (svc) coils of the rv lead. Lead coils fracture was suspected. The patient was admitted to the hospital and the rv lead was turned off. The following day the rv lead was capped and replaced. No patient complications have been reported as a result of this event.